Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported the following: "1320-0233: metal spiral bent and wires of the spiral broken open, 1320-0200: hexagon of screwdriver bent, no longer goes on screw, 1320-0232: cone broken off. The procedure was completed successfully with a gamma3 set from another hospital."

Event description:
The customer reported the following: "1320-0233: metal spiral bent and wires of the spiral broken open 1320-0200: hexagon of screwdriver bent, no longer goes on screw 1320-0232: cone broken off. The procedure was completed successfully with a gamma3 set from another hospital."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of intense usage as evident by deformation & worn-out surfaces at the tip of the pegs. The threads in the inner rod are also worn and deformed with the overall rod appearing to be significantly bent towards one side which is possible only due to forceful insertion, hammering and/or improper alignment with the mating part. A functional test was performed by trying to move the inner rod of lag screwdriver in its outer sleeve and it is noticed that the rod and outer sleeve of the lag screwdriver cannot be disassembled as the tip is bent. Hence, the reported event could be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation and available information the root cause was attributed to user related issue. The lag screwdriver shows worn out pegs tip and inner rod deformation leading to a bent which is caused due to forceful insertion, hammering and/or improper alignment. The device was manufactured back in 2009, it is safe to say that it has performed its task in the former surgeries as intended till now, without any reported anomaly. If any further information is provided, the complaint report will be updated.